Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that a couple days ago she noticed a warning power on reset (por) on her recharger. Patient also saw another 'contact clinician' message with the letters al, but the warning por has been persistent. The recharger is able to charge her ins, but whenever she presses the 'ins on' button she sees the warning por. Patient was redirected to their hcp.